Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the insulin pump alarmed button error. The customer was hospitalized because she passed out. She was having other health issues and her mother thought she over medicated. A 911 call was made on (B)(6) 2015 due to a high blood glucose level of 202 mg/dl. She was taking a nap when the customer's mother turned her over and saw she was blue. The mother attempted to do CPR and gave her a pen before checking her blood glucose. The customer's mother also attempted to suspend the insulin pump. The customer was wearing the insulin pump at the time of the 911 call. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump was received with unresponsive buttons due to a corroded lcd board. No button error alarms were noted. Unable to perform the functional tests including the displacement, basic occlusion, prime, excessive no delivery, occlusion, error, self test or verify operating currents due to the unresponsive buttons. The pump was received with a cracked case at the display window corners, and minor scratches on the lcd window.